Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is being filed as curling was noted on the gripper line during use. It was reported that during a mitraclip intervention treating mitral regurgitation, while testing the clip delivery system gripper line, a "screw thread" was visible on the gripper line (gripper line curling). The mitraclip was implanted. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported curling of the gripper line (physical property issue) was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. In this case, given the location of the curls, it is possible that the gripper line became curved during the unwrapping/removal process; however, this cannot be confirmed. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: the screw thread (gripper line curling) was visible at both gripper lines and covers. The same mitraclip was implanted, reducing mixed functional and degenerative mitral regurgitation grade 4 to grade 1 with the one clip implanted. There were no adverse patient effects.